Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl. Suspected cause was due to customer connecting the pump when lantus was still in the customer's system, inadvertently resulting in insulin stacking. Customer drank soda to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.